Event description:
On 02/03/2010, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that the pt underwent colon surgery procedures in or about (B) (6) 2008. In approx (B) (6) 2008, the pt was administered heparin while admitted at the hospital and began to have symptoms consistent with the hypersensitivity-type adverse reactions from contaminated heparin. Upon info and belief, on at least one occasion, the heparin administered to the pt was alleged to be contaminated heparin. Physical injuries sustained by the pt included unconsciousness, swelling of arms and hands, hemorrhaging, and organ failure.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.